Manufacturer narrative:
The device passed the basic occlusion test and displacement test. There were no motor error alarms noted on the device, however, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device was received with intermittent buttons due to corroded keypad traces and no button error alarms noted. The device was received with a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a shifted end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's relative reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not performed. The device was returned for analysis.